Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0kasy, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported the lead migrated from the right spot during the advanced evaluation. The good response from therapy was lost. Programs were changed, but ¿that was not enough.¿ as a result, the lead was replaced with a new lead and the patient was back to testing the therapy. No further information was reported. A follow up report will be sent if additional information is received.